Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/21/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a smart touch bidirectional catheter. During mapping of the left atrium and inducing the atrial fibrillation, the patient became hypotensive. A cardiac tamponade was confirmed via an intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. The ablation procedure was aborted. No ablation had been performed. Transseptal puncture had been performed with a baylis needle. The patient was reported to be in stable condition at the time of the complaint report. There was no information about the hospitalization. The patient¿s condition is reported to be improved. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: .carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Pentaray catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During mapping of the left atrium and inducing the atrial fibrillation, the patient became hypotensive. A cardiac tamponade was confirmed via an intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. The ablation procedure was aborted. No ablation had been performed. Transseptal puncture had been performed with a baylis needle. Irrigated catheter flow was 2ml/min. There were no error messages observed on any biosense webster equipment. Sheath used was an agilis. The patient did receive anticoagulation during the procedure with acts maintained in an unknown range. The patient was reported to be in stable condition at the time of the complaint report. There was no information about the hospitalization. The patient&#38112;condition is reported to be improved. The physician's opinion regarding the cause of this adverse event is that it was related to the procedure and patient condition.